Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the pd therapy on the liberty select cycler and the patient event of cardiac arrest with subsequent death as the patient was in active treatment at the time. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler for pd therapy. Additionally, there are no allegations of a device malfunction or deficiency reported for this event. Although the treatment data was not recorded this patient has not reported any issues with the liberty select cycler leading up to the death. End stage renal disease patients are at an increased risk for mortality primarily due to cardiac related issues with sudden cardiac death being the number one form of death in dialysis patients. This patient had extensive history with stroke and unspecified cardiac issues and the cause of death has been documented as cardiac arrest. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient was found unresponsive while connected to the liberty select cycler, transported to the hospital via ambulance where they were pronounced dead. A major cardiac event was suspected as cause of the death. The patient has history of stroke. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient¿s spouse found the patient unresponsive on (B)(6) 2019 while still connected to the cycler. The patient was transported via emergency medical services (ems) to the local hospital, however, they were pronounced dead. The cause of death is documented as cardiac arrest. The patient has a history of major strokes and cardiac issues (unspecified) for which they were being followed by a cardiologist. The pdrn stated there is no documentation of the last treatment the patient was completing when found unresponsive. The pdrn believes the liberty select cycler was improperly shut down by a patient¿s family member which caused the treatment to not be recorded. The patient has not had any liberty select cycler issues leading up to the event and there are no allegations of a machine malfunction or deficiency related to the patient¿s death.